Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer was treated with manual injections. Customer did not mention symptoms related to the high blood glucose. Customer states that there was insulin leaking from the reservoir. The customer declined the troubleshooting for high blood glucose. The device is not expected to be returned for analysis.